Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised to address pain, discomfort, osteolysis, elevated ions and acetabular cup loosening.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. There is no new allegation. After the review of medical records, it was stated that the patient was revised to address pain secondary to modulus differential and loose distal stem. Revision notes reported that grossly the stem was not loose, had spent quite a bit of time to try to remove the stem causing a crack along the greater trochanter distally. Radiography stated that it looked like there was some lucency surrounding the distal stem, it was well fixed at the top, but it was presumed the thigh pain could be from the modulus differential and loosening of the distal tip as it flexed. Clinical notes reported antalgic gait and swelling. Medical records did not provide information to support acetabular cup loosening and elevated metal ions as previously alleged.